Event description:
It was reported that the patient presented to the hospital for an implant procedure. During the post-procedure hospitalization, it was noted that the low voltage lead exhibited loss of capture and low pacing impedance. The low-voltage lead was explanted and replaced. Visual examination revealed that the low voltage lead was twisted. The patient was in stable condition.

Manufacturer narrative:
The reported events of loss of capture, low lead impedance, and lead was twisted were not confirmed. A complete lead was returned in one piece with the helix extended and clogged with blood/tissue. Final analysis found no indication of conductor fractures or internal shorts. Internal shorting was due to procedural damage to the inner insulation. Visual inspection did not find any anomalies except for procedural damage.